Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that a minimum fill notification was received after loading a cartridge with 200 units of insulin. Multiple new cartridges were loaded to resolve the issues. Customer's blood glucose level ranged between 362 mg/dl and 500 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.